Manufacturer narrative:
The product (falco 202 evo) is not manufactured by ge healthcare, but is distributed by ge healthcare. The OEM manufacturer siare engineering international group has been notified of the event and an investigation has been requested. Once ge healthcare receives the investigation results a final report will be sent. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that on (B)(6) 2020, at 8:30 am, the unit providing mechanical ventilation for a (B)(6) year old male patient with respiratory failure, atypical pneumonia, and suspect of covid 19 was found in standby mode (mechanical ventilation had stopped). Resuscitation efforts were attempted for 20 minutes after which the patient was pronounced deceased.

Manufacturer narrative:
The product (falco 202 evo) is not is not distributed in the us. A ge healthcare field engineer (fe) performed a technical inspection of the system after the incident. No alarms were found on the system at that time. The reported failure could not be replicated. Siare engineering international, the manufacturer of the falco 202 evo ventilator, performed an investigation of this event. The turbine filter was present in the device according to fe information. The turbine filter was found to be very dirty as evidenced by the photos provided to siare. If the filter is occluded with dust or dust enters the turbine, the turbine will not get sufficient air, causing it to run under stress to deliver the set tidal volume. When this happens for longer duration, the turbine gets heated and the turbine over temperature alarm is activated, as well as other high priority alarms that are generated at the same time (low airway pressure, low tidal volume and low minute volume) that are still active when the device is in standby mode until the operator resets the alarms. The cumulative risk of not hearing the alarms when the device is in stand-by mode is very improbable.